Event description:
It was reported that during implant, the right ventricular (rv) lead was connected to the device, and measurements were taken in which the rv coil impedance was noted as out of range at greater than 200 ohms. The rv lead was disconnected and connected several times, carefully cleaning the lead, however the issue persisted. The rv lead was removed and a new rv lead implanted and connected to the device. Once again, the rv coil lead impedance measurement was greater than 200 ohms. A device connection issue was suspected, therefore the device was removed. A new device was implanted and connected to the rv lead obtaining adequate electrical measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.